Event description:
The customer reported to olympus, the colonovideoscope had defective air and water supply. The device was inspected before usage and the procedure was diagnostic. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle and universal cord had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
E1/establishment name: (B)(6) hospital added here due to character limitation in respective field independent. Prior to the device being returned, the customer cleaned, disinfected, and sterilized the device. The customer wiped/brushed all external surfaces of the endoscope, with a clean lint-free cloth/brush. The customer flushed the air/water nozzle with water and air and detergent solution. There was no delay in the start of precleaning. The device was returned and evaluated, and the customer¿s allegation was confirmed due to clogging of the nozzle. In addition to the reportable malfunction documented in b5, the additional findings are as follows: the air supply volume, water supply volume, and water removal ability did not meet the standard value due to clogging of the nozzle, the bending angle in the up direction and the play of the up and down knob did not meet the standard value due to wear of the angle wire, the forceps elevator was shaved, the adhesive on the bending section cover had a chip, a white-clouded area and had a crack, the light guide lens also had a crack, and the image had a partially dark area due to a scratch on the objective lens. The following had scratches: the switch box, objective lens, plastic distal end, connecting tube, the protector of the universal cord on the control section, and the protector of the universal cord on the suction connector side. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the cause of the foreign material remaining in the device could not be specified since it was unknown if the reprocessing was conducted in accordance with the instructions for use based off the obtained information. A definitive root cause could not be established. The following information is stated in the IFU (instructions for use) which may help to prevent the issue: IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.